Event description:
The customer reported that the battery was not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery was not working. There was no report of pt involvement. A local phillips field service engineer went to the customer site and verified the failure. Replacement of the battery resolved the failure. The device passed performance testing and remains at the customer site.